Manufacturer narrative:
Due to the age of the device and the fact that there are no repairs available for the glide scope spectrum smart cable the customer declined to have their smart cable returned for evaluation and disposal. At this time, the cause of the reported issue cannot be determined. No corrective action is required. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope spectrum smart cable, the video signal would intermittently go in and out when in use. The customer believes the issue to be isolated to the cable. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.